Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there was a white powdery substance in the water.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: substance went into the water. The probable root causes could be deposits from the IV bag. (B)(4).

Event description:
It was reported that there was a white powdery substance in the water.